Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivery. The customer¿s blood glucose level was 270 mg/dl and 304 mg/dl and nausea. The customer was treated with manual injection of humalog. Customer has been using insulin pump system within 48 hours of reported high blood glucose events. Reasons why customer alleged insulin pump was under delivering because the blood glucose were fluctuating. The device will not be returned for analysis.